Manufacturer narrative:
The account found that the red lever on the quick release hook was cracked. The care and maintenance section for universal sling bars states: when using a quick-release hook system, check that the quick-release hook is correctly fastened to the lift and the sling bar. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account will replace the sling bar to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that the red plastic on the quick release hook was cracked. The lift was located in the patient room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).